Event description:
(B)(4). It stated that: using duraseal (ready made dural sealant) with duragen (dural graft matrix) has created problems with a couple of our pts. Duragen is supposed to allow tissue to grow in naturally, but with duraseal use it turns into a cottage cheese-like substance impeding the natural growing of tissue. Integra has requested, in writing, more info.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based upon the reported info.